Manufacturer narrative:
Implant date were not provided. If the requested information becomes available, supplementary report will be submitted. Patient's age, sex, weight are unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
(B)(6), after clinical procedure, patient experienced loss of implant to osseointegrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation.